Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 2x daily. The patient manages her diabetes with humalog n insulin (sliding scale) and prandin pills (2 mg ½ hour before meals). The alleged issue began on the afternoon of (B)(6) 2012. The reporter claims he found the patient glassy eyed and not responsive. The patient's blood glucose was tested and reported a blood glucose result of '85 mg/dl' with the subject meter. Immediately after, the patient allegedly 'passed out.' Emergency medical services (ems) was contacted and arrived about 10 minutes later. The patient obtained a blood glucose result of '40 mg/dl' with the ems meter. The patient was administered intravenous (IV) glucose as treatment and slowly regained consciousness. Earlier that same morning, the reporter alleged the patient's blood glucose was within her normal range. The reporter denied the patient made changes to her usual diabetes management routine. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The reporter did not have the testing supplies at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result of '40 mg/dl' with the ems device. It was also reported the patient 'passed out' and received medical intervention from a health care professional (hcp) after the alleged meter issue began.